Event description:
Reportedly, this device was explanted after implant at 0 days due to regurgitation. The patient expired post-operatively. Cause of death has not been provided. Per the customer experience report prepared by the surgeon: "after insertion of this valve and after coming off bypass, tee revealed severe central mitral regurgitation. When I examined the valve, having gone back on pump and arrested the heart, one leaflet seemed to fail to coapt as if it is restricted even after taking all the related sutures out. I took the valve out and used a different type of valve."

Manufacturer narrative:
This was determined to be reportable per edwards lifesciences procedures. Device to be returned once it has cleared quarantine. Device history record (DHR) review is in process. Customer will be notified of evaluation results by customer letter. Requested copy of tee cd for review by an independent consultant. The implant data card was returned and there was a note "not implanted." Requested additional information regarding patient pre/post operative diagnosis and prescriptions. No additional information available at this time.

Manufacturer narrative:
Additional information: x-ray. On 07/16/2009, received echocardiography results from independent consultant. "Impression: only one moving image is available after implantation of the mitral bioprosthesis, and it shows mild central valvular regurgitation that is normal for this prosthesis." See attached report. On 07/22/2009 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. 08/14/2009 evaluation and echo results communicated to customer by letter. Device evaluation: evaluation summary: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin and cusp of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure. No visible inconsistencies were noted in the x-ray.